Event description:
It was reported that a patient with an implantable neurostimulator for pain stimulation experienced great pain in their back, described as a "little pop." The implant was located in the patient's back, and there was a concern about possible movement or relocation of the device. The patient was redirected to their healthcare provider for further evaluation and assistance. The patient had an appointment scheduled with their healthcare provider, but may seek earlier medical attention due to the severity of the pain, potentially by visiting an emergency room.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.